Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error, watchdog timeout alarm. The customer¿s blood glucose level was 106 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was able to clear the alarm and rewind the insulin pump. There was multiple occurrence of watchdog timeout alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.